Manufacturer narrative:
Event date corrected from (B)(6) 2016 to (B)(6) 2016. Device avail. For eval? Updated from yes to no. Device returned to MFR.? Corrected from yes to no. Device evaluated by manufacturer - it was previously reported that the device was returned and pending analysis. However the device was not returned, therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The 90% stenosed, 40 x 2.5 mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50 x 16 mm promus element ¿ drug-eluting stent was advanced to treat the lesion. It was noted that the stent got dislodged. The stent failed to capture from the body and remained inside the patient. The procedure was completed with a different device. No patient complications were reported and patients' status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The 90% stenosed, 40x2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50x16mm promus element drug-eluting stent was advanced to treat the lesion. It was noted that the stent got dislodged. The stent failed to capture from the body and remained inside the patient. The procedure was completed with a different device. No patient complications were reported and patients' status was stable.